Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, delamination, and crease flat. Leak test was performed and found an opening on anterior side. A microscopic analysis was performed which identified a striated edge opening consist with the use of a surgical tool, and total (>75%) separation of diaphragm valve. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on anterior side assessed as surgical damage. The event of 'pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Healthcare professional reported left side pain. Device has been explanted.